Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three boxes of the device sealed in an undamaged condition. The visual inspection and functional evaluation of the product had acceptable results. The product analysis concluded that there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the suture kept coming apart. Additional information has been requested but not yet received.